Event description:
Info received that the bed power cord had exposed wire. No injury reported.

Manufacturer narrative:
Tech located the bed in bed shop. Power cord had exposed wire. Replaced the power cord to resolve this issue.